Event description:
This was an interventional case. No calcification, tortuosity, or scarring was observed. The procedure proceeded as planned until removal of the device. The 0.035" latchwire detached and became embolized in the aorta and common iliac artery. The physician placed a sheath over the 0.018" guidewire and proceeded with the case. At the end of the case, a snare was used to retrieve the embolized latchwire. According to the physician, the tug test was performed; however, following the case, the device was tested outside of the body. The retrieved latchwire was re-inserted into the distal end of the device and was confirmed to be latched. It was then manually detached with applied force. The patient recovered with no further sequelae.

Manufacturer narrative:
It was reported that following the procedure, on a table top, the latchwire was re-inserted into the distal end of the device and successfully attached. The latchwire was then forcefully separated from the body of the device (manually). The latching mechanism appears to have performed as expected. The device was returned and failure analysis performed. Examination confirmed that the latchwire had been forcefully detached from the distal end of the device. The tab that holds onto the latch was buckled however, there were no stress marks or cracks on the tab. Examination of the latch itself did not reveal any damage. The buckled tab is consistent with the report of manual separation of the latchwire from the distal end of the device using force. A slight bend observed on the latchwire was not reported and it cannot be determined when it occurred; however, it appears to be unrelated to the reported issue. The axera 2 access system IFU was reviewed and found to be adequate. Per step 4 (deploying the axera access device) of the IFU, "grasp the distal tip of the axera access device anchor firmly, and insert the latchwire into the distal end. Press firmly until it is completely latched. Note: confirm latch by tugging firmly on the latchwire." The IFU describes required steps sufficiently and no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause based on available information is the user did not properly confirm the latchwire was attached to the anchor prior to use.